Event description:
The customer stated that they had just changed the batteries but the segments were missing from the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter and a replacement was provided.